Event description:
Customer alleged the weld at the very back of the frame on each side broke clean off and this is their second time frame has been replaced. Qt done. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ct6a, serial number/date code (B)(4) is approximately 1 year and 4 months old. The owner's manual part number (B)(4) b rev (jul-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges the weld on the back frame broke. He stated this is the second occurrence. Invacare's communication with the dealer revealed that the weld at the very back of the frame, on each side, broke clean off. The consumer is allegedly a very active user. A return quote has been issued for the return of the frame for an inspection and evaluation by invacare. No injury.